Manufacturer narrative:
Device investigation narrative - due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
Clinical prep details indicate a lucl reconstruction of the elbow. Bone condition, what type tap and what size tap were not reported. Reasonable physical evaluation was negated due to the devices being autoclaved. Functionality test was negated as the device components are now fused. The customer photo indicates pressure was placed upon the anchors. Please note: IFU reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. No root cause associated with the manufacture of this device could be supported nor proven. No further investigation warranted.

Manufacturer narrative:
Initial reporter zip code: (B)(6). (B)(4).

Event description:
It was reported that during insertion the anchor was broken. A backup device was available to complete the procedure following a short delay without patient impact.